Manufacturer narrative:
The patient's previous driveline infection is reported in MFR report 2916596-2021-07214.no additional information was received. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's log file captured powers in the 7 watts range on (B)(6)2021. It was also noted that the patient's flows were variable. Additional information then reported that the patient was coughing due to covid and not eating or drinking. They were also lying on their left side and were not very active. They were inpatient and clinically stable and monitored due to diverticulitis. Further additional information was received that the elevated pump power may have been a result of thrombosis. Of note, the patient had a driveline infection in the past and was on suppression antibiotics. The patient tested positive for covid-19 on (B)(6) 2021 and was admitted on (B)(6) 2021 for treatment of diverticulitis and covid-19. They were treated with monoclonal antibodies. The patient then experienced worsening left lower quadrant (llq) pain and abdominal discomfort. Blood cultures were taken and came back positive for escherichia coli bacteremia. An abdominal computed tomography (CT) showed llq abscess. The patient underwent successful drainage and drain placement of abdominal abscess on (B)(6) 2021. However, abscess cultures returned positive for candida albicans, escherichia coli, and enterococcus faecium. The patient was discharged home on antibiotics.

Event description:
It was reported that the patient's log file captured powers in the 7 watts range on 04nov2021 and on 14nov2021. It was also noted that the patient's flows were variable. Additional information then reported that the patient was coughing due to covid and not eating or drinking. They were also lying on their left side and were not very active. They were inpatient and clinically stable and monitored due to diverticulitis. Further additional information was received that the elevated pump power may have been a result of thrombosis. Of note, the patient had a driveline infection in the past and was on suppression antibiotics. The patient tested (B)(6) for covid-19 on (B)(6) 2021 and was admitted on (B)(6) 2021 for treatment of diverticulitis and covid-19. They were treated with monoclonal antibodies. The patient then experienced worsening left lower quadrant (llq) pain and abdominal discomfort. Blood cultures were taken and came back positive for escherichia coli bacteremia. An abdominal computed tomography (CT) showed llq abscess. The patient underwent successful drainage and drain placement of abdominal abscess on (B)(6) 2021. However, abscess cultures returned positive for candida albicans, escherichia coli, and enterococcus faecium. The patient was discharged home on antibiotics.

Manufacturer narrative:
The patient's previous driveline infection is reported in MFR report (B)(4). No additional information was received. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed elevated pump power and flows. Although a specific cause for this finding could not be conclusively determined through this evaluation, the account suspected that they were caused by device thrombosis. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. It was reported that the patient¿s flows had been variable. The submitted log file contained transient elevations in pump power and flow on 05nov2021 and 14nov2021. Of note, the majority of the power and flow elevations were captured during pulsatility index (pi) events. The pump remained above the low speed limit for the duration of the file and appeared to operate as intended. The account later reported that the patient was admitted on (B)(6) 2021 for treatment of diverticulitis and covid-19. The patient had worsening left lower quadrant (llq) pain and abdominal discomfort. Blood cultures came back positive, and an abdominal computed tomography (CT) scan showed an llq abscess. The patient underwent successful drainage and drain placement of abdominal abscess on (B)(6) 2021. It was reported the elevated pump power may have been a result of thrombosis. The patient was discharged home on antibiotics. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of this IFU lists device thrombosis and infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index are also addressed in section 1 of this IFU. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted is that any increase in power not related to increased flow causes erroneously high flow readings. The ¿patient care and management¿ section of the IFU outlines indications of thrombus and how to respond to such events. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The heartmate ii lvas patient handbook, is also currently available. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.